Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: b5; d8; g3; h2; h3; h6 and h11. Corrected fields: e1; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e101 (clv temperature error); due to faulty fan unit and excessive heat, it shifted to the spare lamp. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the customer could not see the image.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a lamp error and emergency lamp on and main lamp not working. The issue was identified during service and maintenance. There were no reports of patient harm.